Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Additional information provided  clarified that the event occurred during the retreat of the sheath and that the sheath was ¿not incriminated, as no distal part remained in the patient¿. The sheath was returned to edwards lifesciences for evaluation after being used in the procedure.  The returned device was visually inspected for any abnormalities and the following was observed: scratches approx. 1¿ from strain relief; minor scratches on distal tip; no soft tip damage was observed; minor stretching at the opening, no missing pieces or non-conformance was identified; no other abnormalities observed; based on visual inspection of the returned device, the complaint for sheath distal tip damaged was not confirmed. The returned device was fully inspected. Based on the evaluation, no product defects/non-conformances were identified on the returned device. As such, the complaint for sheath distal tip damaged was not confirmed. The additional information received clarified that the event was not considered to be related to a device malfunction and confirmed that there was no patient injury. No further actions are not required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral tavr procedure with a 23mm sapien 3 valve in the aortic position, the distal end of the introducer has been broken and was unable to be found.